Manufacturer narrative:
Continuation of d10: product ID fg15150-0615-1s (232500597); product type: ; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment for a saccular, unruptured aneurysm in the right c6 segment with a max diameter of 4.3 mm x 5.8 mm, with a neck width of 3.6 mm. It was noted that the patient's vessel tortuosity was severe. The access vessel was the right femoral artery, with 7mm diameter. The landing zone was 3.8 mm distally and 4.2 mm proximally. Dual antiplatelet treatment (dapt) was administered. The pru level was grade 1. It was reported that after induction of general anesthesia and endotracheal intubation, the patient was placed in the supine position and prepared and draped in the usual sterile fashion. The right femoral artery was punctured, and an 8f sheath was inserted. A 5f single-curve angiographic catheter was used to selectively catheterize the right brachiocephalic artery, the bilateral common carotid arteries, and the left subclavian artery, and images were obtained in the arterial, venous, and capillary phases. Right internal carotid angiography showed a posterior communicating artery saccular aneurysm. The right internal carotid artery was markedly tortuous, and angiography did not show the right posterior cerebral artery. A 125 cm multipurpose angiographic catheter with a long-sheath guiding catheter was then advanced to the origin of the right internal carotid artery. An intracranial support catheter, rfx058-115-08 (lot no. D085849), was selectively advanced to the petrous segment of the right internal carotid artery. Rotational angiography was performed, and based on the findings, rao 45 degrees and caud 20 degrees were selected as the working angles. A stent catheter, fg15150-0615-1s (lot no. 232500597), was selectively advanced to the m1 segment of the right middle cerebral artery. Based on the vessel diameter, a flow-diverting stent ped2-425-18 (d076684) was selected. Because of the severe tortuosity of the right internal carotid artery, there was substantial resistance during stent delivery, and the stent catheter slipped down to the aneurysm. The stent catheter and stent were withdrawn, but when attempting to recapture the stent into the catheter, there was significant resistance and it could not be recaptured successfully. The pipeline did not become stuck. No damage to the catheter was reported. No damage to the pushwire was reported. For safety reasons, a new stent catheter was used. The fg15150-0615-1s (lot no. 232500597) was then selectively advanced to the m2 segment, and a flow-diverting stent ped2-425-20 (d076686) was deployed. The middle segment of the stent completely covered the aneurysm neck, the stent opened fully, and angiography showed the vessel was patent. The procedure was then concluded. After recovery from anesthesia, the patient¿s vital signs were stable, and muscle strength in all four limbs was unchanged from preoperatively. Tirofiban was administered by intravenous infusion to prevent in-stent thrombosis, and the puncture site was closed with a closure device and a pressure dressing. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.